Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2014 with the following findings: a review of the available pump black box data revealed multiple unexplained pump reboots and cs 054 call service alarms. During a visual inspection of the pump, no damage was found to the battery compartment, and no evidence of moisture ingress was present in the compartment. A battery cap was not returned with the pump; a test cap was used to complete investigation. The test cap secured properly to the pump to maintain power. During testing, the pump emitted a cs 064 call service alarm during the load step due to internal moisture damage, and further exercising of the pump could not be completed. A leak test was performed and failed due to a bolus button leak. The bolus button cover was missing. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.